Manufacturer narrative:
(B)(4). The user facility reported to have replaced the breath delivery (bd) printed circuit board (pcb) to resolve the reported issue. The covidien customer service engineer was dispatched to the user facility to install the current software revision to the newly installed pcb.

Event description:
A report was received stating an 840 ventilator experienced a device alert which rendered the ventilator inoperable. There was no patient involvment.